Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader was too hot to hold. Visually inspected the returned usb charger and usb cable and no damage was observed. No opens or shorts were observed and usb/charging cable has passed testing. The returned reader was further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and burn marks was observed .the stm processor was present. It was found that when the usb cable was inserted into the reader the pcba runs very hot. An extended investigation has been performed. Visual inspection was performed on the de-cased reader using microscope. Burn marks were observed on the u13. The returned reader was connected to a computer via usb cable. The usage data was not accessible due to the computer not being able to recognize the reader. Visual inspection was performed on the returned usb charging cable using microscope . No signs of damage or corrosion was observed. The usb charging cable was tested using a cable tester and no opens or shorts were observed. Usb/charging cable passed testing .bench testing was performed on the reader. The reader was unable to power on with button or strip insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing. The reader powered and a blank white screen was observed. Reader was also monitored under thermal camera during operation and hot spots were observed on u3, u13, cpu, and u5.u13 chip was removed from pcba . Both pin pads were shorted together where the u13 chip was removed. The blank white screen and hot spots were still observed. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty or damaged components and a blank white screen. Therefore, the issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.